Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the single board computer, system interface pcb, and system hard disk drive. He loaded version 10 software and reloaded the calibration data. The system is operating as intended.

Event description:
The customer reported that the system will not power up or boot.